Event description:
From rn note on (B)(6) 2017: "writer confirmed that medication from home infusion pump completely infused. When rn disconnected pump, pump stated that 174.8 ml had infused at 1.81. When rn removed tubing and bag from pump, there was still a lot of fluid in the bag, and it did not appear that the amount stated on the pump had infused. Clamps were open, green light was flashing and pump appeared to be working correctly when pt arrived. Rn updated [md], who stated that pt could leave today and is already scheduled for labs and to see him on monday. If needed, we will hook her back up to pump at that time. Per pt, pump never alarmed, she never disconnected anything, she checked the green light which was always flashing and she could feel the pump "vibrate" as if pumped throughout the past 4 days. Pharmacy measured volume left in bag and there was 170 ml of 5-fu that did not infuse [out of 174 ml added]. [Md] updated and he stated that pt will need to get 5-fu next week that was not given this week. Appointments scheduled for pump connect on monday and disconnect on friday. Pump stopped and disconnected. Blood return noted from implanted port. Port flushed with 20 ml normal saline and capped with heparin per policy." Rph note: a second pharmacist checked the doseedge preparation pictures, and found no air bubbles. Pharmacy technician who measured amount of 5fu left in bag noted several large bubbles in bag approx. The size of a nickel. All connections between reservoir bag and tubing appeared to be tight. Technician noted what appeared to be a narrowing (or "kink") in the lumen of the pigtail extending out from the reservoir bag where the slide clamp had been affixed during the initial compounding. This clamp was not present when she was asked to measure the contents of the reservoir bag.